Event description:
It was reported that a spectrum iq infusion pump had a flow rate that was too high during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within acceptable range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device will have pressure setup and flow rate accuracy performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.